Event description:
The device was returned to the manufacturer following the patient's death, was analyzed, and subsequently tested out of specification. Additional information received reported the patient had been in a nursing home, had dementia, and was pacemaker dependent. The last clinic check had been (B)(6) 2008 and device check was fine. The teletrace in (B)(6) 2009 showed the device appeared fine. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) testing revealed a no output condition. Further analysis found a high current drain condition. The high current drain was the result of high leakage current internal to an integrated circuit.

Event description:
The device was returned to the manufacturer following the patient's death, was analyzed, and subsequently tested out of specification. There is no allegation from a health care professional that the death was device related. Additional information received reported the patient had been in a nursing home, had dementia, and was pacemaker dependent. The last clinic check had been (B)(6) 2008, and device check was fine. The teletrace in (B)(6) 2009, showed the device appeared fine. It was also reported the patient died from respiratory failure and gi problems. The patient was eventually in hospice care and her death was expected.